Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the storage space at the station was duplicating addresses. A field service engineer removed the drawer from the device, replaced the flat flex cable, and rebooted the device to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system had a hardware issue identified as "duplicate address detected", which prevented the users from retrieval of medications. The customer stated that nurses were unable to get the medications from the affected drawer, which caused a delay to patient care and there was no patient harm. There were no adverse events or injuries reported based on this event.